Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue with infusion set's cannula being kinked on (B)(6) 2024. The symptoms occured 3 or more hours after insertion, which was made at abdomen. The issue led to an increase in blood glucose level and treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.